Manufacturer narrative:
The lead was received for analysis. Visual inspection noted that the helix mechanism returned in retracted and dried blood was noted around the helix. The lead passed testing. Laboratory analysis was unable to confirm the reported allegation, the lead tip appeared normal. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to dislodgement. No additional adverse patient effects were reported.